Manufacturer narrative:
The technician found the side rail had a broken slide bracket. The technician replaced the side rail slide bracket to resolve the issue.

Event description:
The technician alleged the side rail will not stay latched. No patient impact.